Event description:
Boston scientific crm received information that during a follow-up, this cardiac resynchronization therapy defibrillator (crt-d), implanted 27 months, displayed a battery status of middle of life 2 (mol2) with a monitoring voltage was 2.62 v with a corresponding charge time of 10.2 seconds. There was a concern that the battery may have depleted earlier than expected. No adverse patient effects were observed.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.